Event description:
It was reported that, "the surgeon was using the instrument in the femur when it broke. He was able to retrieve the broken tip from the patient's femur."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.